Manufacturer narrative:
The connection strength between the clear tube and white portion of the drain glued to the clear tube was tested in the retain sample from the same lot and found to be very strong (twice above the minimal requirement). In 2019 we observe have sharp increase of reports on breakage in these drains during use, in connection area. The breakage was associated with the new tool used for the production of connector which connects clear tube and white draining portion in these drains. Following this increased rate, on 06/28/2019, degania initiated recall #8030107-06/28/2019-001-r to remove all drains in which new design of connectors was used.

Event description:
Part of the drain broke off during removal of jackson pratt. Upon examination after removal, the clear plastic connector that connected the white drain to the clear tubing was the part that had torn apart. Did the drain break off inside of the patient? Yes. Did the drain detach or break off inside of the patient? Dissociation of the implant noted. The collar that connects the channel drain to the closed drain remains tethered to the channel drain. When was the drain placed and when was it removed? Placed (B)(6) 2019. Attempted removal in private office (date unknown to me). Fragment removed (B)(6) 2019. Was the drain sewed to the patient's skin to secure it in place? Yes. How was the drain removed? By hand or tool? Unknown. How much of the drain was inside of the patient at the time? Unknown. What is the lot number for the drain? 1 of p1701950 and 1 of p1836201. All the remaining are lot p1864643. What type of procedure was the product being used for? Lumbar fusion.